Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to the infusion set being pulled out accidentally on (B)(6) 2026. No further information is available.